Event description:
A hemodialysis inpatient user facility reported during treatment an external blood leak occurred. The leak was visually observed at the venous cap of the dialyzer. Test strips were used and tested negative. Estimated blood loss was 5cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has been requested.

Manufacturer narrative:
The complaint reported that a small amount of blood leaked from the venous head of the dialyzer mid treatment cannot be confirmed as a complaint sample has not been provided for manufacturer evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.